Event description:
It was reported at the time of re-implant of the generator the leads were shown to have moved/dislodged significantly. The pt had had a couple of falls preceding the procedure. New leads were implanted with a new generator. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).